Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer stated that they were white water rafting and had the insulin pump in a bag prior to the alarm. Customer's blood glucose reading at the time of the call was 400 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. No traces of moisture were noted at the electronic or motor assemblies per visual inspection. The insulin pump was received with a cracked case at the display window corners, a scratched display window and broken battery tube threads.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.